Event description:
It was reported that shaft break occurred. During the procedure and while outside the patient, a 3.00 mm x 12 mm nc emerge balloon catheter shaft broke about 25 cm from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.